Event description:
Thorax and face rash [rash]. Case description: a manuscript draft in (B)(4) was received on 10/27/2010. A total of 3 injections, to the shoulder, with hylan g-f 20 were performed in 51 patients. One patient (age and gender not provided) developed immediately after the injection a thorax and face rash which completed resolved in 24 hours following the administration of intravenous corticosteroids. Laboratory investigations showed the patient was allergic to avian proteins and other egg products. It was unknown if the patient received all three injections. The author did not provide causality assessment. The qa (quality assurance) investigation results were received on 11/02/2010. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.